Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6) & weight were not provided by reporter. Exact date when fracture occurred is unknown. (B)(4). Original implant date unknown, but maybe sometime in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision for a broken ankle took place on on (B)(6) 2015. Originally, patient presented with a broken fibula (at lateral malleolus) and tibia (at medial malleolus) and was repaired on unknown dates in (B)(6) 2015. On an unspecified date, approximately one to two days before (B)(6), it was reported that the patient fell. Follow-up x-rays revealed that the medial malleolus re-fractured below the already implanted hardware. Pus was noted at wound site, but test results were negative for infection. Previously implanted hardware was explanted on (B)(6) 2015 and revised with new hardware. One 4.0mm cannulated screw was noted to be broken and was left in patient's tibia. All other hardware, plate and screws, was removed intact and without difficulty. This report is 1 of 3 for (B)(4).